Manufacturer narrative:
Device analysis summary: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed.

Event description:
Healthcare professional reported the event of during injection with juvéderm vollure¿ xc the product "squirted out all over the patient." Healthcare professional stated that they think there was "something wrong" with the needle. No injury to the patient or injector was reported. The packaged needle was used and this was the initial use of the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection with juvéderm vollure¿ xc the product "squirted out all over the patient." Healthcare professional stated that they think there was "something wrong" with the needle. No injury to the patient or injector was reported. The packaged needle was used and this was the initial use of the syringe.